Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. On (B)(6) 2024, the lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).